Manufacturer narrative:
Bad hall effect sensor ha, hb & hc created the blower not to function & the reported complaint of air valve liftoff failure vent inop 1012 was duplicated.

Event description:
The customer reported the device failed extended self with an air source fault, blower stuck off. No patient involvement reported.